Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322 in the emergency room care area. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. Evaluation determined the cause was the lower mech screw backed out causing the switch to not activate properly. The device was processed and monitored to ensure it stayed in specification. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05258 can be removed from the FDA database.